Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-00410. The pt was implanted with the scs system on (B) (6) 2006. It was reported that the pt felt overstimulation when she increased her amplitude to a particular level. Impedance testing showed that one lead exhibited invalid impedances on all contacts which indicated that the lead was not functional. An x-ray showed that one lead was kinked and the other lead had migrated. The system was explanted on (B) (6) 2008. The leads and ipg were returned to ans for analysis. No events have been reported since the pt was explanted.

Manufacturer narrative:
Device 1 of 2. Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg has a cut to the antenna silicone and fails the saline test, which indicates overstimulation is possible. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.